Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via telephone call that the blood glucose ran high. The blood glucose reading was 579 mg/dl. She experienced nausea, shortness of breath, and frequent urination. The customer only treated with the insulin pump. The drive support disk appeared normal and recessed. Insulin exited with the manual prime and no leaks or air bubbles were observed. The time and date were correct. The basal rates and bolus wizard settings were programmed accurately. However, fluid was visible under the display after the insulin pump was worn with the screen against the customer's skin. She was advised to discontinue use of the insulin pump and to revert to a backup plan per a health care professional's instructions. The insulin pump will be replaced and returned for analysis.

Manufacturer narrative:
The pump passed the functional testing, including the self-test, unexpected restart, displacement, rewind, basic occlusion, occlusion, prime, off no power and excessive no delivery tests. All operating currents were within specification. No moisture damage on the electronic stack, motor, battery tube or vibrator assembly noted. The pump was received with a cracked reservoir tube lip, minor scratches on the display window, a cracked case at the display window corner, a cracked belt clip slot and cracked battery tube threads.